Manufacturer narrative:
Results: the catheter is pinched approximately 29.0 cm in the proximal portion of the shaft. The catheter is also kinked approximately 1.5 cm proximal of the mid joint. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician had trouble withdrawing the 5max through what he thinks may have been the neuron max rhv, and stated it was all the way open. If resistance was felt while withdrawing of the 5max through the neuron max rhv, then the rhv was likely not completely open. It is also possible, based on the inability of the physician to remember which rhv he was using, that another rhv was in use that was incompatible with the 5max catheter. The 5max catheter is compatible with the neuron max rhv. The cause of this issue cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00209.

Event description:
Physician pulled 5max reperfusion catheter through a neuron max catheter with the rhv wide open. He had previously done two passes with a 3d separator and had no issues. Physician then met resistance as he pulled the 5max catheter through the rhv, and noticed the catheter was flattened. The rhv remained wide open throughout the withdrawal.